Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to bausch + lomb and is currently being evaluated. A supplemental report will be submitted to the FDA upon completion of the investigation. According to the surgeon, the reported event was not product-related.

Event description:
The surgeon reports that approx eighteen months after implantation of an akreos adapt-ao intraocular lens opacification of the lens was noted in connection with a scheduled retinal surgery. The reason for the retinal surgery is unk. The surgeon explanted and replaced the lens, performed a vitrectomy, and prescribed topical corticosteroids and antibiotics.